Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "capsular contracture baker grade unknown". The device remains implanted.

Event description:
Patient representative later reported left side intense pain and encapsulated and there has also been an overflow of thick, stiff liquid. The device has been explanted and replaced.

Event description:
Patient reported left side "capsular contracture baker grade unknown". Patient representative later reported left side intense pain and encapsulated and there has also been an overflow of thick, stiff liquid. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.